Event description:
It was reported that an ilet user received ¿dosing stopped, connect cgm or enter bg¿ after prior alarms for ¿replace sensor now,¿ ¿dosing stopped,¿ and ¿dosing stops soon,¿ and a fingerstick blood glucose reading of 355 mg/dl was obtained. The user calibrated the ilet, and then replaced the dexcom g7 sensor which entered warm-up. Symptoms included hyperglycemia. Outcomes included no health consequences or impact, and the user reported feeling fine. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found and a usage problem identified, specifically the user not understanding that dosing had stopped. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error caused or contributed to the event.